Event description:
It was reported that unspecified bd¿ catheter was in a damaged package. This was discovered before use. The following information was provided by the initial reporter: at 7:40 on (B)(6)2019 it was found that the outer packing of indwelling needle was contaminated when the spare items were picked up, so the indwelling needle were replaced immediately for use. This incident did not cause any adverse reactions.

Manufacturer narrative:
H.6. Investigation: unfortunately the provided lot umber could not be associated with any bd products. Since a valid lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ catheter was in a damaged package. This was discovered before use. The following information was provided by the initial reporter: at 7:40 on (B)(6) 2019, it was found that the outer packing of indwelling needle was contaminated when the spare items were picked up, so the indwelling needle were replaced immediately for use. This incident did not cause any adverse reactions.